Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of transfer sets (¿tubes¿) disconnected from the patient line of the homechoice cassette. This was identified while in use on a patient for peritoneal dialysis. The care giver was not sure if the home patient (hp) had been pulling the patient line connection apart from the transfer set while they slept. The treatments were discontinued and the hp would start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.